Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: device code 2944 captures the reportable event of foreign material. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the suture was likely cut by the user to release the device from the scope and attached from the ligator head. The remained suture knots were intact. Five bands were returned attached on the ligator head and the suture hole was also intact. Addtionally, the ligator head teeth were intact. The device was returned without the handle assembly. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6), 2020. According to the complainant, prior to the procedure, the physician found there was a plastic bump on the inside of the ligator head. The procedure was completed with another speedband superview super 7 device. No issues were reported with the device packaging. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the physician found there was a plastic bump on the inside of the ligator head. The procedure was completed with another speedband superview super 7 device. No issues were reported with the device packaging. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.